Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in tubing), which occurred on the homechoice (hc) during use during the initial drain. The patient pressed "go" after the hc primed, but was not connected to the patient line and the hc alarmed se 2240. The patient then connected to the patient line in attempt to resume therapy. The technical service representative (tsr) assisted with ending therapy. The patient completed therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was use error. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.